Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a drop in battery voltage had occurred between follow-up visits which brought the device into eri range. No high voltage therapy had been delivered in this time-frame. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. With an external power supply attached, the device functioned normally; no high current drain was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.